Manufacturer narrative:
The returned device was evaluated. Data could not be downloaded from the device. Further inspection found a broken capacitor (pos. C11) on the back of the pcb. No other damages or defects found. No damage was observed to the soft cannula. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels rose from 16 to 20 mmol/l (288 to 360 mg/dl) while wearing the pod between 1 and 4 hours on the leg. The pod was removed and the cannula was noted to be bent. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.